Event description:
Procedure: low anterior resection. According to the reporter: after the fourth firing of the 30-3.5mm sulu (5th firing total), the instrument could not be removed from tissue. The surgeon manipulated the stapler and was able to remove it. Staples formed at the proximal and distal end of the staple line but did not form properly in the middle. Due to the location of the staple line, the surgeon was unable to over sew and converted to an abdominoperineal resection.

Manufacturer narrative:
Initial report sent to FDA on 07/28/2009.